Manufacturer narrative:
The device was not returned for evaluation. Instead, the ltv main board and the assy memory board were returned. The customer's report was not replicated or confirmed. Both boards demonstrated normal functionality with no faults or issues. G1. Contact information has been updated.

Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2012 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 others: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device auto-cycles and the screen flickers. No patient involvement reported.